Event description:
It was initially reported to boston scientific corporation that a wallflex biliary rx covered stent was attempted to be implanted within the common bile duct of a patient on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. According to the complainant, the patient's anatomy was reported to be "tight." The patient's anatomy was not dilated prior to stent placement. No visible issues were noted to the device. During the procedure, the user attempted to reconstrain the stent onto the delivery system; however, the stent would not recapture. The partially deployed stent was removed from the patient, and a bsc plastic stent was used to complete the procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
It was initially reported to boston scientific corporation that a wallflex biliary rx covered stent was attempted to be implanted within the common bile duct of a patient on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. According to the complainant, the patient's anatomy was reported to be "tight." The patient's anatomy was not dilated prior to stent placement. No visible issues were noted to the device. During the procedure, the user attempted to reconstrain the stent onto the delivery system; however, the stent would not recapture. The partially deployed stent was removed from the patient, and a bsc plastic stent was used to complete the procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by approximately 12 mm. It was noted that the outer sheath was kinked proximal to the mounted stent. No other issues were noted with the profile of the device. During a functional analysis, it was possible to fully reconstrain and deploy the stent; however, some resistance was met. The shaft was dissected proximal to the guidewire access sleeve and the distal end of the inner shaft was withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner shaft. Some dried contrast media was observed inside the outer sheath at the guidewire access port as well as on the inner shaft proximal to the inner member jacket. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.